Event description:
It was reported that during extraction of the gamma nail the tip of the screwdriver broke off in the screw. Another instrument had to be located to proceed with the extraction. After a four hour delay the nail was removed.